Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the product was not requested for evaluation. Additional information: an engineering quality review was completed for this report of a system error (se) 2240 alarm found in the device history logs of a homechoice machine. The lot number is unknown; therefore, a batch review was not performed. Not enough data is available to identify root cause; therefore, the root cause of the event was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During device evaluation, a system error (se) 2240 alarm was identified in the log of a homechoice (hc) unit. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further detail regarding this event is available.

Manufacturer narrative:
(B)(4). The sample is not available. No further detail regarding the identified alarm is available. Additional information will be provided upon completion of baxter's evaluation.